Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt cycled the homechoice machine off/on several times and started a new therapy session using the same supplies. While doing this, the home pt's transfer set was open and connected to the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.

Event description:
Per international affiliate, no pt injury or medical intervention was associated with this incident.